Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The complaint was confirmed. The trigger assembly was replaced, the device was repaired and returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was patient involvement or adverse consequences.